Manufacturer narrative:
Insulin pump received no button response due to lcd unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell while hiking, causing damage to bottom of insulin pump at drive support cap. Customer reported that the panel fell off and was able to see inside of pump. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.